Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, it was discovered that the implantable cardiac monitor recorded asystolia episodes. Since the patient was asymptomatic, this indicated a sensing error by the device. No intervention was performed. The patient would be continued to be monitored.